Manufacturer narrative:
The device was returned to olympus for inspection. Device inspection found the image returns to normal after replacing the ultrasound (u) plug unit and the u plug unit cable. Based on the results of the investigation and previous investigations, it is likely probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noise image occurs due to deformation of plug unit. There was no patient involvement.